Event description:
These were eye lens implants after cataract surgery in both eyes called multifocal intraocular lenses. Continual pain in eyes. Distant vision extremely bad. Night driving was almost impossible as unable to focus eyes on street lines and traffic control lights. All lights had circles around them as few as 6 or innumerable and could extend out to 15 feet or more. Oncoming car headlights had circles around them and were blinding. Made use of computer or tv bad causing extreme eye pain and fatigue and headaches. After 4 months eye doctor reused them and implanted monifocal lenses. Dose or amount: #1: 1 eye lens implant, #2: 1 eye lens implant. Dates of use: #1: (B)(6) 2009 to (B)(6) 2009, #2: (B)(6) 2009 to (B)(6) 2009. Diagnosis or reason for use: #1: cataract surgery, #2: cataract surgery. Event abated after use stopped or dose reduced? #1 yes, #2 yes. Event reappeared after reintroduction?: #2 no.